Event description:
A pt reports that following bilateral intraocular lens (iol) implant surgery, they are seeing dark circles in their vision. Pt's description of symptoms are inconsistent with traditional dark shadow complaints. The pt further stated that they first noticed the circles two weeks following the second implant. They do not see the circles when dilated or when wearing sunglasses. The surgeon indicated the surgery was uncomplicated and the pt's visual fields are within normal limits for both eyes. Additional info has been requested from the surgeon.